Manufacturer narrative:
Citation: petrov, a., ivanov, a., ermakov, s., kolomin, e., petrova, a., belokon, o., samochernykh, k., & rozhchenko, l. Penetration of non-adhesive gel-like embolic materials during dural vessels embolization according to characteristics of tantalum powder. Journal of functional biomaterials 15(11) 2024. Doi:10.3390/jfb15110319. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "penetration of non-adhesive gel-like embolic materials during dural vessels embolization according to characteristics of tantalum powder." The study focuses on analyzing the penetration ability of non-adhesive gel-like embolic materials (naglems) during embolization procedures, emphasizing the characteristics of tantalum powder used in these materials. The time frame of this study was: patient inclusion occurred from november 2021 to may 2024. The study was received on august 21, 2024, revised on october 23, 2024, and published on october 27, 2024. Multiple manufacturer¿s devices were used in the study population: yes, products from multiple manufacturers were involved, including onyx (medtronic) and squid (balt). No deaths were reported in the study population. Among patient adverse events included: there were 7 instances of extravasation of the gel-like composition during embolization procedures noted with the use of onyx. There was no report that the extravasations led to clinically significant complications. It was noted that all patients included in this series demonstrated complete resolution of chronic subdural hematoma (csdh), and no additional drainage procedures or repeated embolizations were performed. No further information was provided pertaining to medtronic products.